Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured atrial fibrillation with rigth ventricular response (rvr) with a "possible" relationship to the impella device used: on (B)(6) 2025, the patient went into atrial fibrillation with rvr with accompanying low blood pressure. Norepinephrine and vasopressin increased to max doses. Amiodarone bolus 150 mg was given two times. The patient cardioverted x5 times and converted to normal sinus rhythm (nsr). Magnesium was administered. The patient went back into afib with bps dropping again. Ibutelide was given with change of heart rhythm to sinus brady in 50¿s.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.